Manufacturer narrative:
The patient¿s healthcare providers stated that the epistaxis was caused by a septal defect with suspected granulomatosis with polyangiitis. These conditions are exclusively related to the patient's physiological condition are not related to the use of the device or a device malfunction. Therefore this event does not meet reporting requirements and was downgraded by the manufacturer. Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A direct correlation between the device and the reported epistaxis could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The epistaxis was caused by a septal defect, suspected granulonastosis with polyangiitis. The patient was treated with nasal spray to lubricate nostril and co-phenylcaine spray was applied. The patient is outpatient and stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had bilateral epistaxis on (B)(6) 2021. The patient was admitted for this event.